Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon, used on the patient during a coronary artery bypass graft procedure, did not inflate fully and the second balloon inserted did not inflate all the way initially. As a result, the intra-aortic balloon and the sheath were replaced. Same site used for secondary device. The patient is fine and no complications were reported.

Event description:
It was reported that the intra-aortic balloon, used on the patient during a coronary artery bypass graft procedure, did not inflate fully and the second balloon inserted did not inflate all the way initially. As a result, the intra-aortic balloon and the sheath were replaced. Same site used for secondary device. The patient is fine and no complications were reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "intra-aortic balloon was used which did not inflate fully" is confirmed. The customer returned a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, a portion of the bladder was noted covered by the teflon sheath near the proximal end of the bladder; the distal end of the teflon sheath was noted at approximately 22cm from the iabc distal tip (inp-4, inp-6). Bucking to the teflon sheath extrusion was noted at approximately 13.7cm to 15.3cm from the distal end of the teflon sheath (inp-7). The one-way valve was tethered to the short driveline tubing (inp-5). The exposed portion of the bladder was fully unwrapped (inp-6). Dried blood was noted on the exterior surfaces of the returned iabc. A small amount of dried blood was also noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact (inp-8, inp-9, and inp-10). The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The cal key and fos were connected to the iabp. The cal key was recognized, and the pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber (anp-1). The fiber was found broken approximately 26.5cm from the iabc distal tip (anp-2). Upon further checking, the fiber was also noted broken at approximately 10.8cm from the iabc distal tip (anp-3). No other fiber breaks were noted. Upon receipt, the teflon sheath was noted on a section of the bla dder membrane, however there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal, the covered portion of the bladder was fully wrapped, and no visual damage was noted iabc bladder (inp-4). The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane (anp-5, anp-6). Upon further checking, two cuts/leak sites were noted on the iabc bladder and are consistent with contact from a sharp object (anp-7, anp-8). The leak site #1 was noted at approximately 9.5cm to 16cm from the iabc distal tip (anp-7). The leak site #2 was noted at approximately 11cm to 16cm from the iabc distal tip (anp-8). Under microscopic inspection, an additional leak site (leak site #3) is consistent with contact from a sharp object was noted approximately 26.9cm from the iabc distal tip (anp-9, anp-10). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.